Event description:
Information received indicates, the right upper side rail will not rise up.

Manufacturer narrative:
The technician found the side rail guard was bent, preventing the side rail from latching. The technician replaced the side rail guard to repair the bed.